Manufacturer narrative:
Lot# unknown. Method: device history review; complaint history review; risk assessment. Results: it was reported that the drill and drill guides were not used during the procedure (free handing), which is contrary to the stg. Conclusion: the probable root cause of the deformed spring bar is due to freehand implantation of the screws.

Event description:
It was reported that: an acdf was completed on (B)(6). Today, the surgeon went into explore a hematoma (was figured out on (B)(6) when the surgeon went back in). When they opened they figured out the top left screw hole of the plate had the metal slide bar sticking up.

Event description:
It was reported that; an acdf was completed on (B)(6). Today, the surgeon went into explore a hematoma (was figured out on (B)(6) when the surgeon went back in). When they opened they figured out the top left screw hole of the plate had the metal slide bar sticking up.